Manufacturer narrative:
(B)(6). A software investigation was completed and found from the logs there is evidence the user was pressing motion buttons during wiggle test, while pendant says initializing please wait or motion not ready. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: patient weight provided.

Manufacturer narrative:
No parts were received by manufacturer. Event problem and evaluation: on 14-nov-2016, a medtronic representative went to the site and performed an imaging system check-out, all areas passed. System performed as intended.

Event description:
A site representative reported that when the imaging system was brought into the or for a spinal fusion procedure, the pendant suddenly displayed the message, "hold m to calibrate motion." In troubleshooting, the system was re-calibrated, which resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.